Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that every time the power drive touched the bone it stopped working during an operation in (B)(6) 2014 (exact date unknown). A time delay was reported but the exact amount of time was not given. A spare device was available. No patient harm was reported. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date unknown, reported as (B)(6) 2014. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history review was conducted. The report indicates that the previous 6 months, the item was returned on (B)(4) 2014 due to _cbzc_ motor power too low. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken activity maintenance and inspection. During the pre-repair diagnostic assessment the service technician identified the following failure: battery failure. No product failure was determined. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.